Event description:
It was reported that a patient presented for generator change due to battery advisory. It was unclear if it was normal elective replacement or not. The implantable cardioverter defibrillator was replaced successfully. The patient was stable and will be monitored with routine follow up.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.